Event description:
It was reported that a patient's insulin pump was glitching and unresponsive. There was no reported impact to the customer¿s blood glucose level. No corrective actions were taken as the mother declined troubleshooting with technical support.